Manufacturer narrative:
(B)(4). (B)(6). The device was received and an evaluation was performed to investigate the reported event. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device was found to meet product performance specification requirements. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the uv flash transfer set and the tip protector. This event did not occur during peritoneal dialysis therapy. It was reported that the tip connector came off of the transfer set shortly after the transfer set was connected to the catheter following a catheter placement surgery. There was no patient injury or medical intervention associated with this event. No additional information is available.